Event description:
An antibiotic injection was ordered to be given. The medication was divided into 2 syringes. Needle placed on syringe and needle inserted into patient. Nurse was unable to give the injection through the needle as resistance was felt. She pulled the needle back slightly and attempted to give again without success. She removed the needle and was still unable to push the medication through the needle.